Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6) 2013, patient received an intubation operation. On 10/25/2013, cracks were found on the catheter. The catheter was pulled and replaced on (B)(6) 2013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.